Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the stapler during an exploratory laparotomy procedure, the device did not fire. The device locked and did not advance to trip the load. The doctor opened another device of the same batch to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument displayed no visual abnormalities. The loading unit displayed a full complement of staples and the interlock was engaged with no damage to the knife blade. The single use loading unit (sulu) was reset and loaded into the returned device. The instrument and sulu were applied to the appropriate test media. The firing knob could not be advanced, however the interlock became engaged. Further inspection noted the pin firing knob was broken inside the retainer firing knob component. Additionally, the unit was disassembled and it was noted the pin firing knob was partially missing the ramp component. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause was identified as a quality issue with a component obtained from a third party supplier. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.